Event description:
The user stated a patient sample in a 13x100 mm b&d green top lithium heparin gel tube was assayed on the cobas e411 and recovered 8.58 pg per ml which was reported to the pt floor. The results failed a delta check and was repeated on the cobas e601 serial number 187015 in a sample cup with a result of 4048 pg per ml. The user stated she called the nursing staff immediately to report the discrepancy and the result from the e601 was reported. The pt was not treated based on the initial result. The same sample was also repeated on the same cobas e411 in a sample cup with a result of 4409 pg per ml. The field service rep determined an adapter tube holder was not present on the rack which caused the tube to not be centered. He replaced the tube adapter.